Event description:
A report was received that the patient was having inadequate stimulation. Database analysis revealed high impedances on the lead contacts. The patient underwent a revision procedure wherein the lead extension and leads were explanted, and new leads were implanted. Device malfunction was suspected. The physician could not confirm if the cause was from the lead splitter or the lead extension or the leads. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2208-50, serial #: (B)(4), description:st linear lead 50cm. Model#: sc-3138-35, serial#: (B)(4), description: scs phiii ext 35cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.